Event description:
The head of an 8 mm screw broke while screwing into bone.

Event description:
ADD'L INFO REC'D FROM MFR 8/12/04: THE LOT NUMBER OF THE SUBJECT DEVICE WAS NOT PROVIDED. A COMPLAINT HAS BEEN OPENED ON THE SUBJECT DEVICE. A MEDWATCH REPORT HAS NOT BEEM CREATED AS NO ADDITIONAL SURGERY WAS REPORTED.